Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple coiled fragments from essure devices/ metallic fragment') and embedded device ('metallic coil is embedded within the tube') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: (B)(6) 2020 exam: abdomen portable anterior posterior, impression: specimen radiograph demonstrates both fallopian tubes with multiple coiled fragments. From essure devices. No retained coils seen within the pelvis on the post-operative pelvis image. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a. Received fresh labeled "left fallopian tube¿ is a 7.6 cm in length by 0.5 cm in diameter portion of fallopian tube. There is a separate 1.6 x 0.3 cm metal coil. Extending out of the non-fimbriated end of the fallopian tube is a thin 3.6 x 0.1 cm metal coil representative tissue submitted for permanent sections only. Grossed by (B)(6). Received fresh labeled "right fallopian tube" is a 9.3 cm in length by 0.6 cm in diameter portion of unremarkable fallopian tube. A metallic coil is embedded within the tube. Representative tissue. Submitted for permanent sections only. Photographed. Grossed by (B)(6). Received fresh labeled "cul-de-sac biopsy" is a 1.1 x 0.7 x 0.4 cm portion of yellow, partially peritonealized soft tissue. All submitted for permanent sections only. Received fresh labeled "uterus-right cornua" is a 1.2 x 0.8 x 0.6 cm aggregate of pink-tan soft tissue. Fragments. All submitted for permanent sections only. Grossed by slc. Received fresh labeled "portion of retained essure device" is a 0.2 x 0.1 x 0.1 cm metallic fragment of rectangular material. Gross examination only. Photographed. Grossed by (B)(6). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage and embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple coiled fragments from essure devices/metallic fragment') and embedded device ('metallic coil is embedded within the tube') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: (B)(6) 2020: exam: abdomen portable anterior posterior impression: specimen radiograph demonstrates both fallopian tubes with multiple coiled fragments from essure devices. No retained coils seen within the pelvis on the post-operative pelvis image. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020: received fresh labeled "left fallopian tube¿ is a 7.6 cm in length by 0.5 cm in diameter portion of fallopian tube. There is a separate 1.6 x 0.3 cm metal coil. Extending out of the non-fimbriated end of the fallopian tube is a thin 3.6 x 0.1 cm metal coil representative tissue submitted for permanent sections only. Grossed by gac. Received fresh labeled "right fallopian tube" is a 9.3 cm in length by 0.6 cm in diameter portion of unremarkable fallopian tube. A metallic coil is embedded within the tube. Representative tissue submitted for permanent sections only. Photographed. Grossed by djs. Received fresh labeled "cul-de-sac biopsy" is a 1.1 x 0.7 x 0.4 cm portion of yellow, partially peritonealized soft tissue. All submitted for permanent sections only. Received fresh labeled "uterus-right cornua" is a 1.2 x 0.8 x 0.6 cm aggregate of pink-tan soft tissue fragments. All submitted for permanent sections only. Grossed by slc. Received fresh labeled "portion of retained essure device" is a 0.2 x 0.1 x 0.1 cm metallic fragment of rectangular material. Gross examination only. Photographed. Grossed by amm. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage and embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.